Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly.

Event description:
It was reported when using the and unspecified bd nexia diffusics the needle disengagement (removal) was difficult. It was reported by the sales representative that needle housing stuck to the catheter and the catheter pulled out of the patient's arm. When holding onto the blue wing the needle (safety) housing stuck to catheter (dead end port). The catheter was then accidently pulled out of the patient which caused the patient to have to be re-accessed with a new IV. There was no additional harm to the patient and no injury to the clinician."